Event description:
Rayner intraocular lenses limited received notification from a (B)(4) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970c iol. The event description provided to rayner states "trailing haptic broken off in injector - only apparent once damaged iol had opened in eye."

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The c-flex aspheric 970c iol was explanted from the eye in the original planned surgery session and was replaced with a back-up iol. The initial incision was enlarged to accommodate explantation of the iol and implantation of the back-up iol. The healthcare professional reports that as a result of the event the patient required two sutures. The information received suggests that the trailing haptic may have broken off in the injector as a result of incorrect loading; however, this is not possible to confirm at this time. Our review of the production records for the c-flex aspheric 970c iol batch 084e61413 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (april 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents of any type, have been received against the c-flex aspheric 970c iol batch 084e61413.